Manufacturer narrative:
(B)(4).

Event description:
The advocate stated that her father received a blood glucose reading of 31mg/dl from his breeze2 and a reading of 219mg/dl from a contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.